Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred after customer splashed water onto the pump. Customer reloaded cartridge and the alarm cleared. Customer's blood glucose was approximately 200 mg/dl.